Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an baclofen (3000mcg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient came into the office on (B)(6) 2019 and the pump was actually coming through the skin, so they were going to remove it that afternoon. The event date was unknown. There were no further complications reported at this time.